Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable results for 2 patient samples tested for ise indirect k for gen.2 on a cobas 6000 c (501) module. For patient #1 the initial potassium result was 6.3 mmol/l with a data flag. The same sample was tested on another cobas c501 analyzer with a potassium result of 4.6 mmol/l. For patient #2 the initial potassium result was 5.4 mmol/l. The same sample was tested on another cobas c501 analyzer with a potassium result of 3.7 mmol/l. Patient #2 is a (B)(6) male with (B)(6) . The initial results for both patients were released outside of the laboratory. The results from the other cobas c501 analyzer were deemed to be correct. Corrected reports were issued. There was no adverse event. The customer stated that the potassium electrode was changed on (B)(6) 2018. The potassium electrode lot and expiration date information was requested but was not provided. The field engineering specialist could not determine a root cause. He checked and cleaned the ion selective electrode (ise) bath and sipper nozzle. He performed a reagent prime and an ise check with all readings acceptable. He performed calibration and qc with acceptable results. He ran precision testing using a pooled serum sample.

Manufacturer narrative:
Shortly after the potassium results were generated a new potassium calibration was performed. This potassium calibration had a calibration alarm associated with it. Typical causes for this alarm are: the electrode is deteriorated, or the flow path is contaminated. Since the calibration alarm occurred so close to when the patient results were generated it is believed that either the electrode was already deteriorated or there was a flow path contamination. The field service engineer service/maintenance activities have resolved the issues.